Event description:
Per the clinic, the patient experienced a wound dehiscence and extrusion of the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 8, 2023.

Manufacturer narrative:
It has now been reported that the device was explanted under a general anaesthetic on (B)(6) 2023. The patient was implanted in the opposite ear. This report is submitted on august 28, 2023.

Manufacturer narrative:
This report is submitted on september 13, 2023.